Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
The patient called to report that the patient had injected the insulin once using a 0.25 x 5 mm needle on the evening of august 17. When the patient used the same needle again on the morning of august 18, the patient discovered the needle-pe was missing. The patient is concerned that the needle-pe may have been left in the abdomen. Photos can be available but need sales to contact the patient for more information. The patient purchased the needles at a hospital and a pharmacy, but this needle cannot recall the details. Material code and lot number were not provided. Need to verify again, if any update will be sent by email. Sample availability: yes. Sample availability details: picture/video only.